Event description:
Related manufacturer ref: 3005334138-2021-00519. During the procedure, while conducting the pulmonary vein isolation, the patient became hypotensive and a perforation was diagnosed via echocardiogram at the ridge of the right ventricular pulmonary vein. After calibrating the catheter outside of the patient and inserting the catheter into the patient, the contact force values displayed as expected, but the lesion size index and automark counting were not available. Despite the issue, the catheter was continued to be used and when conducting the pulmonary vein isolation, a perforation occurred. Following the perforation, the procedure was cancelled and a pericardiocentesis was conducted to stabilize the patient. The lesion size index and automark counting not being available were thought to have contributed to the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the procedure, while conducting the pulmonary vein isolation, the patient became hypotensive and a perforation was diagnosed via echocardiogram at the ridge of the right ventricular pulmonary vein. After calibrating the catheter outside of the patient and inserting the catheter into the patient, the contact force values displayed as expected, but the lesion index and automark counting were not available. Despite the issue, the catheter was continued to be used and when conducting the pulmonary vein isolation, a perforation occurred. Following the perforation, the procedure was cancelled and a pericardiocentesis was conducted to stabilize the patient. The lesion index and automark counting not being available were thought to have contributed to the perforation. During further troubleshooting, exchanging the tactisys resolved the issue.